Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. According to the instructions for use (IFU), if only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. Disconnection of both power sources will lead to loss of power to the pump with a subsequent pump stoppage. The IFU explains the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU, users are instructed to return any damaged components to heartware. Pump stoppage has the potential harm for serious injury or death due to hypoperfusion, thrombus and associated sequlae including death. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A patient called to report that he had been experiencing a poor connection with one of his controller's power ports. He reported that when batteries, the ac adapter or the dc adapter were connected, they would all easily become disconnected. In addition, he reported that this sometimes occurred when the battery connected in the other port needed to be changed, he would get a no power alarm. The patient's primary controller was exchanged with no reported patient issue or injury. The patient has not had any further alarms or issues after the exchange.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed since log file analysis did not reveal any anomalies during the analyzed period. However review of the log files reveals ten (10) controller power-up events logged on 08/04/2016 between 13:43:48 hours and 20:33:55 hours. These events indicate that both power sources were disconnected from controller. Analysis revealed that the device passed visual examination and functional testing. No failure detected, the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.